Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer had hyperglycemia. Customer¿s blood glucose level was 395 mg/dl at the time of call. Customer was symptoms like nausea. Customer stated that the leak at infusion set site. Customer was replaced infusion set, delivered correction and recovered. The insulin pump will not be returned for analysis.